Event description:
During a follow-up, decreased sensing and increased capture threshold resulting in a loss of capture were observed on the right atrial (ra) lead . During the revision procedure, an x-ray was performed and the ra lead was found to be dislodged. The ra lead was then explanted and replaced to resolve the event. The patient is stable.